Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with complication") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included diabetes, blood pressure high and psychiatric disorder nos. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("depression / depression"), feeling abnormal ("brain fog"), anxiety ("anxiety / anxiety"), menorrhagia ("excessive and abnormal bleeding during menstruation./ menorrhagia"), device expulsion ("one coil fall out / expulsion of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood altered ("mood thing-stutter"), memory impairment ("forgetfulness"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, feeling abnormal, menorrhagia, device expulsion, vaginal haemorrhage, mood altered, memory impairment, dyspareunia and fatigue outcome was unknown and the depression and anxiety had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, device expulsion, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, mood altered, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2011, she underwent the essure procedure. She had one coil fall out so she had to have another implant procedure in (B)(6) 2011. Diagnostic results: on 2011 hysterosalpingogram should done. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), pregnancy (stillbirth or miscarriage), mood thing-stutter, forgetfulness, device breakage, dyspareunia (painful sexual intercourse), fatigue, device ineffective. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("one coil fall out / expulsion of essure device"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with complication") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6)1995, (B)(6)2008 and (B)(6)2010.). Concurrent conditions included diabetes, blood pressure high and psychiatric disorder nos. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6)2013 to (B)(6)2017. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 9 days after insertion of essure. In (B)(6)2011, the patient experienced fatigue ("fatigue"). On (B)(6)2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation./ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), dysphemia ("mood thing-stutter"), mood altered ("mood thing-stutter"), memory impairment ("forgetfulness / neurological conditions or problems type: memory issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device expulsion, abortion spontaneous, pregnancy with contraceptive device, feeling abnormal, menorrhagia, vaginal haemorrhage, dysphemia, mood altered, memory impairment and dysmenorrhoea outcome was unknown, the genital haemorrhage, anxiety and dyspareunia had resolved and the depression and fatigue was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysphemia, fatigue, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, mood altered, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6)of 2011, she underwent the essure procedure. She had one coil fall out so she had to have another implant procedure in (B)(6)of 2011. Discrepancy noted in date of insertion (B)(6)2011 and (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Diagnostic results: on 2011 hysterosalpingogram should done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2019: plaintiff fact sheet received : events added from pfs- dysmenorrhea (cramping). Outcome of events were updated. Onset date of events were updated. Medical history, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregancy with complication") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included diabetes, blood pressure high and psychiatric disorder nos. In june 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("depression / depression"), feeling abnormal ("brain fog"), anxiety ("anxiety / anxiety"), menorrhagia ("excessive and abnormal bleeding during menstruation./ menorrhagia"), device expulsion ("one coil fall out / expulsion of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood altered ("mood thing-stutter"), memory impairment ("forgetfulness"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, feeling abnormal, menorrhagia, device expulsion, vaginal haemorrhage, mood altered, memory impairment, dyspareunia and fatigue outcome was unknown and the depression and anxiety had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, device expulsion, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, mood altered, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: on or about january of 2011, she underwent the essure procedure. She had one coil fall out so she had to have another implant procedure in august of 2011. Diagnostic results: on 2011 hysterosalpingogram should done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device expulsion ("one coil fall out"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), feeling abnormal ("brain fog"), anxiety ("anxiety") and menorrhagia ("excessive and abnormal bleeding during menstruation."). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, depression, feeling abnormal, anxiety, menorrhagia and device expulsion outcome was unknown. The reporter considered anxiety, depression, device expulsion, feeling abnormal, menorrhagia and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2011, she underwent the essure procedure. She had one coil fall out so she had to have another implant procedure in (B)(6) 2011. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report